Event description:
It was reported via medwatch mw5110731 that the tip of the guidewire became detached and remained inside the patient. A 180x25 cm fathom-16 peripheral guidewire was selected for use in an embolization procedure for an endoleak in the branch off of the left internal iliac artery. During the procedure, the tip of the wire was no longer moving under fluoroscopy while manipulating the wire outside the patient. While pulling back the wire, it was noted that the distal 15 cm of the wire had separated from the reminder of the wire with approximately 5 cm of the wire outside the renegade microcatheter and 10 cm inside the microcatheter. The physician attempted to retrieve broken wire from patient, but the detached segment could not be retrieved and was left in a small branch artery of the left internal iliac artery. There were no unusual circumstances leading up to the event and the physician was unable to reach the target area of embolization. The procedure was not completed since access was lost. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire had the distal tip with the polymer jacket and core wire detached. No other issue or anomalies were identify. The guidewire has the distal tip section with the polymer jacket and core wire detached. The dimensional inspection revealed that the outer diameter (od) of the distal, medium, and proximal part of the wire were found to be within specification. Only 7.6cm of distal tip section was returned and the expected length is 25cm.

Event description:
It was reported via medwatch mw5110731 that the tip of the guidewire became detached and remained inside the patient. A 180x25cm fathom-16 peripheral guidewire was selected for use in an embolization procedure for an endoleak in the branch off of the left internal iliac artery. During the procedure, the tip of the wire was no longer moving under fluoroscopy while manipulating the wire outside the patient. While pulling back the wire, it was noted that the distal 15cm of the wire had separated from the reminder of the wire with approximately 5cm of the wire outside the renegade microcatheter and 10cm inside the microcatheter. The physician attempted to retrieve broken wire from patient, but the detached segment could not be retrieved and was left in a small branch artery of the left internal iliac artery. There were no unusual circumstances leading up to the event and the physician was unable to reach the target area of embolization. The procedure was not completed since access was lost. No patient complications were reported.